Event description:
False positive results with similar cts were reported for one patient sample with the qiastat-dx respiratory sars-cov-2 panel.

Manufacturer narrative:
No injury was reported. Qiagen is reporting this incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product. The qiastat-dx respiratory sars-cov-2 panel healthcare provider fact sheet published alongside the IFU states laboratory test results should always be considered in the context of clinical observations and epidemiological data in making a final diagnosis and patient management decisions.